Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause was determined to be related to pt condition/non-product factors. No sample was returned. The file indicates that the device did not cause/contribute to event. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2011 fax and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgical assistant reported, in the surgeon's opinion, the device did not cause/contribute to event. The pt continues to have residual astigmatism.